Manufacturer narrative:
H3: product analysis #(B)(4); part # 4986855: lot # 65rd visual and optical inspection did not reveal any damage to the threads of the inserter. Functional inspection confirmed the spacer was able to attach and thread on to a sample inserter without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spine surgery for lumbar spinal stenosis. It was reported that cage could not attached to inserter. Patient symptoms were unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.